Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2006-(B)(6).

Event description:
It was reported by the patient that the right atrial (ra) lead was no longer working. The ra lead was reprogrammed off but remains implanted. No patient complications have been reported as a result of this event.